Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported he was at work today and the implant was on and charge up to 100% and dropped to 0% and stop working and the controller was at 100% and went down to 60% when he got home. Patient stated he got the message m03 and he is trying to charge the implant. Controller show ins 30% and controller 50% charged. Patient stated he is getting system problem rm03 again while on the call with ps. Ps tried to explain the system problem rm03 message and patient said there is nothing wrong with the external devices, he is more concern with the implanting dropping to zero. Patient services specialist asked clarifying questions and patient said the implant went to 0% and he haven't changed his settings in a long time. Ps did not get to explain how to clear the system problem message as patient did not want to listen. Ps try to explain the ins depleting and system problem are different issues. Patient service reviewed the implanted device function and recommend patient consult with his healthcare provider ofc for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient did not have hcp name. Patient did not provide his callback number when asked.

Manufacturer narrative:
Continuation of d10: product ID 97755 (serial: unknown); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from the patient stating they do not know the cause relating to their reported issue, but know that their device was at 80% when they left home for work, and after a few hours their unit was buzzing and showing low battery with a red diamond on it. Furthermore, patient states they called their representative to set an appointment for the next day and when at home they had 3 failed attempts to get their device recharging, and all of the sudden it started working. Patient reports their issue has been resolved and their rep after helping out didn't see any issues with patient's device.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type product ID (B)(4) serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon further review, patient also noted the controller and everything went to zero, and their representative thought that it was a glitch. To agent's understanding agent was confused on how patient described issue because of conflicting information.